Manufacturer narrative:
(B)(4).

Event description:
Three sensor wires were returned for evaluation (lot number 5211761). A visual inspection was performed and the sensor wires were missing from the sensor pod and housing puck. Due to the missing sensor wires the sensor wire is considered detached. The reported event of a detached sensor wire was confirmed. A root cause could not be determined. However, it is unknown which sensor is the sensor at fault.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.